Manufacturer narrative:
Product event summary: image files were received and analyzed. The received image files from the attachments were visually analyzed to assess the reported complaint. The spiral array of the catheter appeared to be knotted. In conclusion, the reported knotted array issue was confirmed in the image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation catheter pscc100 pulseselect, a knot was created while attempting to retire the catheter. The catheter was successfully introduced inside the sheath and retired without consequences. The case was completed without any patient symptoms or complications related to the event.

Manufacturer narrative:
Product event summary: the pscc100 with lot number 0012684028 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. On the array, the pebax tube was observed to be twisted. Performance testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed an open loop on the electrode 9 wire. During further inspection of the spiral array, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During further inspection of the shaft, the electrode 9 wire was observed to be broken. In conclusion, the reported array knot was not confirmed during testing. The catheter failed the returned product inspection due to nitinol array wire dislodgment from the dual lumen, a twisted pebax tube, an a broken electrode wire in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.